Manufacturer narrative:
The complaint sample was returned for evaluation without the stopcock and the protective sleeve. The balloon profile was in a wingfolded position and there was no evidence of use. A visual examination of the device shaft was performed and a kink was found 155.5cm from the distal tip. The most probable root cause is handling damage. To address this issue the dfu has been revised to include, "carefully extend the catheter from its coiled configuration" to warn users of the potential handling issue. A DHR for the pertinent lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2008 that a c.r.e. Balloon dilatation catheter was planned for use on a patient during as esophageal dilation procedure the day before (patient gender, age and weight unknown). According to the complainant, during preparation when the product was taken out of the package, the physician noticed the catheter was kinked. This device was not used on the patient. The procedure was successfully completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.